Manufacturer narrative:
The product is available for evaluation, but has not yet been returned.additional information will be submitted within 30 days from receipt.this is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-01024 and 9616099-2010-01025.

Manufacturer narrative:
The product analysis is complete. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-01024 and 9616099-2010-01025. Black foreign matter was found inside of the sterile pouch of two sakura fire star balloon catheters during inventory inspection at the (B)(4). The outer product box and sterilized pouch were intact. The seal of the pouch was not opened. The actual product had no damage. There were no other anomalies. The product wasn't clinically used. It was handled normally per usual consignment procedure. The product was neither re-sterilized nor re-packaged. The products will be returned for analysis. (B)(4) - one unit of sakura fire star, 2.75 x 15 was received in the sterile packaging. The box was opened and pouch was closed. The product was at the correct position. Foreign material was found inside the pouch. The foreign materials were measured and they were found out of specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. (B)(4) - one sterile firestar 2.00 x 20 mm was received in its original package. One of the three supplier's seal was found reduced from the inside out in the middle portion; all other seals were found intact. The film showed evidence of transfer material in the reduced portion of the seal. A particle was observed in the pouch near the chevron. No other anomalies were observed. The reduced seal was measured, and it was found outside the specification. Foreign material was measured and found within specification. The pull test of the pouch was not performed since the reported failure was confirmed under visual and dimensional analyses. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. (B)(4) - the reported foreign matter was confirmed. The root cause could not be conclusively determined; however, it appears to be related to the manufacturing process of the product. Actions have been initiated to investigate the root cause and determine if any corrective actions are needed. (B)(4) - the foreign material was found within specification. A reduced seal was found during the investigation; however the cause of the failure could not be conclusively determined. There is no evidence that the cause is related to the manufacturing process, however, corrective and preventative actions have been opened to investigate this issue.

Event description:
Black foreign matter was found inside of the sterile pouch of two sakura fire star balloon catheters during inventory inspection at (B)(4). The outer product box and sterilized pouch were intact. The seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product wasn't clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. The products will be returned for analysis.